Event description:
It was reported that this right atrial (ra) lead was explanted because the ra lead had corroded. A new ra lead with a different model was placed. No additional adverse patient effects were reported.